Manufacturer narrative:
Findings: pump received with cracked bleeding lcd, cracked case reservoir tube window corner, crack case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the screen and the body of the pump is cracked. The customer fell of a ladder and clip and pump got damaged. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.